Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime/a33 test, no delivery test, displacement test and verify no delivery alarm due to motor error alarm. Pump passed idle current test and run current test. Pump had minor scratched display window and case dented.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 112 mg/dl. Customer declined to troubleshoot for the no delivery alert. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.